Event description:
"Itb" pt was found unresponsive at approx 7:05am and later died. Apparently one of the family members checked on pt and turned pt at about 6:40am and everything seemed ok. Reporter did not suspect that "itb" was the cause, but since they do not have any other info, they have not ruled it out. The pt was refilled with 2000 ug/ml "itb" from a kit, and has been on 2000 ug/ml for some time. The dose was increased slightly to 220 ug/day from 200 ug/day. The pt first had a pump implanted in 2000 and had it replaced in 2001 because of reported periods of somnolence and withdrawal-type symptoms that they could not attribute to anything else. The pt still had the same symptoms after the pump was replaced so the catheter was replaced. They will be doing an autopsy on the pt and the reporter has requested that the pump be returned to the MFR for analysis, but reporter is not sure whether the coroner will release it or not.